Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. Customer called to report that cobe spectra sn (B)(4) had already collected plasma 6 1/2 hours into an autologous pbsc collection when it began collecting plasma again. This customer had processed 27,000mls of inlet volume. The 120mls of plasma was collected at the beginning of the run, disconnected, and sent to the processing lab. The plasma valve closed after collection, and the customer clamped and heat sealed the line 1x. The plasma valve re-opened and spectra began collecting plasma again. Once the valve opened, the pressure caused rupture in the plasma line and plasma sprayed onto the pt. The pt was fine. None of the staff was sprayed. The operator was able to get the valve closed by zeroing out the volume in the target values screen. The operator called to find out whether their product was contaminated or whether they could use it, as well as to find out why spectra began re-collecting the plasma.

Manufacturer narrative:
Fin 1391893 risk analysis: spectra autopbsc collect volume accuracy bug - hha 107 resulted in a hazard risk index of 5 (low). A moderate, reversible injury (hypotension or hemorrhage) requiring plasma or platelet transfusion is unlikely but possible. Field diagnostic/correction: a caridianbct support specialist spoke with the customer regarding contamination of the product. The customer was informed that they would ultimately have to determine whether it could be used or not. The customer was also informed of the proper way to adjust the volume in this case. Investigation: this is a known software issue. The failure mode is that after processing an inlet volume of approx 16.6 liters, the plasma volume resets to 0, and then collects the target volume of plasma again. The failure mode is possible with customers doing large volume collections and collecting concurrent plasma. If customers are processing 16+ liters of blood, they are collecting at 1 ml/minute, so usually have sufficient volume in the product to not need to collect plasma. The plasma is usually used by the lab processing the mnc. A service call was placed just to make sure there was nothing wrong with the equipment. No problems were noted with the machine. Root cause: operator clamped line causing excess pressure and line rupture. Software bug was the reason that the machine started to collect plasma again. Corrective/preventative action: trends indicate two other complaints in the last 12 months. This issue has been put into issue tracker for consideration in future software releases.